Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, the bad odor was confirmed, and found foreign material present on the device. The residue was not identified. Based on the investigation and available information, it is likely that the subject device was not cleaned adequately, leaving residue on the device. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that after the gastrointestinal videoscope was used in an urgent procedure to treat an intestinal lesion, the scope was reprocessed, and a bad odor remained and could not be eliminated. The subject device was returned to an olympus service center for evaluation. During inspection, foreign material was found at the distal end of the device and around the image guide protector. There was no report of patient or user harm due to the event. This report is being submitted for the presence of foreign material found during the device evaluation.

Manufacturer narrative:
The following observations were discovered during the device evaluation: there was a bad odor. The control unit, light guide lens, and adhesive on the bending section cover were cracked. The connecting tube had a scratch, the universal cord was peeling, the plug unit had corrosion, and the up and down knob was out of standard value due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.